Manufacturer narrative:
The reported complaint of a possible leak on a quattro catheter was not confirmed during a visual inspection and functional testing. The catheter performed as intended, there was no device malfunction. During visual inspection, there was no physical damage observed on the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood residue was observed on the catheter's balloons and inside of distal luered tubing, confirming the customer reported complaint of a small amount of blood in the tubing, however, the observed blood is not an indication of the leaking catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation or deflation. All lumens flushed as intended. No leak was observed. Additional testing of the quattro catheter was performed, the catheter was connected to the returned start-up kit (suk) and ran with the ivtm thermogard system for an hour in the max warming mode with a target temperature of 37°c and an hour in the max cooling mode with a target temperature of 35°c, no leak was observed on both catheter or suk. The catheter and suk performed as intended.

Event description:
The customer reported that during ivtm therapy the quattro catheter was placed by an experienced physician, with no issues with placement. The patient reached a target temperature of 33 degrees and was maintained for 24 hours. The rewarming started appropriately. However, on the second day, at the end of the rewarming phase, the thermogard console generated an air trap alarm and the 500ml saline bag was noticed almost empty. There were no signs of fluid on the floor or near the patient's bed. The user placed another 500ml saline bag and re-primed the start-up kit (suk) to continue with the therapy. Two hours later, the air trap alarmed again and the user observed 100ml of saline left in the bag. No external fluid leak on the floor or bedding were noted. The user noticed a small amount of blood in the catheter tubing. The catheter leak was suspected. The catheter was removed and the therapy was discontinued. No device malfunction was reported for the console. No consequences or impact to patient was reported.